Event description:
Related manufacturer reference number: 2017865-2023-20402. It was reported a patient's right ventricular (rv) lead presented with high pacing impedance and an increased threshold. The rv lead was explanted and replaced in a procedure on (B)(6) 2023. During procedure the atrial lead was damaged and was explanted as well. Post-procedure the patient was stable.